Event description:
Medtronic notified me on (B)(6) 2016 about a potential safety issue with my paradigm insulin infusion pump and that I was eligible to have it replaced. I asked to have it replaced. After sending me the replacement, they asked me to return the replacement as it was sent in error - they will only replace my pump with a model that is larger; they won't replace it with my exact model (even though it is still current, is still manufactured, and has been updated for the safety issue.) The rep told me that was a business decision. If I had some other issue with my current model, they would replace it. I believe medtronic should be required to replace my pump with the exact same model.